Manufacturer narrative:
The field service engineer found there were artifacts in the samples that caused higher-than-expected results. He advised the customer on centrifugation times and aliquot disposal, and he performed precision testing. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There was no evidence to suggest a malfunction of the device.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 results from the cobas e 801 analytical unit. Sample 1 initial result was 25.9 ng/l, and the repeat result was 14.7 ng/l. When repeated on another analyzer, the result was 16.3 ng/l. On (B)(6) 2025, sample 2 initial result was 19 ng/l, and the repeat result was <6 ng/l.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.